Event description:
It was reported the device alarm was not audible. No patient involvement reported.

Event description:
Additional information received via email 22-dec-2021. Event date "unknown". No patient involvement.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Wear and tear damaged enclosure, front cover, and plate clip. Faded line cord. Outdated printed circuit board (pcb) and power switch. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The root cause of the report issue was found to be faulty speaker. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.